Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this device was inspected and a hole in the rv seal plug was observed. Testing verified normal electrical function. Setscrew seal plugs are designed to permit setscrew wrench insertion while preventing body fluids from entering the header cavities. On occasion, wrench penetration can damage a seal plug which can lead to accessory sensing pathways and potentially result in oversensing.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited noise which was oversensed and resulted in inappropriate shocks. Additionally, pacing was inhibited however no asystole was noted. The device was explanted and upgraded to a dual chamber device. No adverse patient effects were reported.